Event description:
It was reported the pt quit using her system sometime in 2008. It was reported the system was not longer functioning. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.